Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with clotting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2014 patient underwent essure confirmation test. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (fallopian tube removed). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with clotting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2014 patient underwent essure confirmation test. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (fallopian tube removed). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: pfs and mr received : previously reported event "injury nos" updated to "menorrhagia with clotting", events - "vaginal infection, dysmenorrhea (cramping)", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.